Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a spacer placed to treat infection utilizing a prostalac cup and lps proximal femur. Patient had done very well until dropping a pill and deciding to bend over to retrieve said pill, and dislocated her hip. Patient was brought to the or and frozen section taken to confirm patient was cleared of infection. The prostalac cup was removed and a pinnacle dual mobility construct was placed uneventfully. Doi: (B)(6) 2020 dor: (B)(6) 2021 left hip.